Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached explant status in (B)(6) 2025; however, the estimated longevity in (B)(6) 2025 had been 11 months. The charge time had also increased to 15.9 seconds (recorded during a manual capacitor reform). The patient was hospitalized due to the risk of the ICD not being able to deliver therapy if needed. The patient was awaiting insurance approval for a replacement procedure.